Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that during the positioning phase of this atrial electrode at the attempted implant, the surgeon reported needing three repositioning attempts, at which time the helix mechanism failed to function as intended. Due to the helix anomaly, the physician elected to remove the electrode and replace with another product. The attempted implant product was later returned for analysis. No resulting adverse patient effects were reported.